Event description:
The complainant reported that a patient in st elevation myocardial infarction was being implanted with an impella 5.0 device for mechanical circulatory support. It was reported while prior and during insertion, the patient was coding intermittently. The physician was unable to get the pump to cross into the left ventricle. The patient began coding again, and the insertion attempt was paused. The medical team was unable to achieve a return to spontaneous circulation and the patient expired. Although the impella catheters were not inserted, it appears a guidewire was placed based on the information at hand and therefore there is an identifiable connection between the impella device and the event. However, the patient's condition presenting may be more likely have impacted the event.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the delivery issue was difficult patient anatomy at the innominate. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.